Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the pump stop could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that a younger patient was kept on impella support for 20 days. The pump was used beyond its indication and the medical team was made aware. The pump stopped on day 20. The patient suffered liver and renal failure and expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.